Event description:
It was reported that after placing the pump after an hour, the pump leaked a significant amount, then the pump was replaced. When the patient came back, the pump was alarming hours earlier than should have been and had 1.4 ml remaining and they could not power pump off or acknowledge the alarm. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated pump complaint documented on (B)(4).

Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number 6037615 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.